Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at unspecified pressure. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen, guidewire lumen, and in the balloon. Magnified examination revealed a balloon pinhole over the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was initially inflated at 6 atmospheres.